Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. It should be noted that the perclose proglide instructions for use, states; gently pull the device back to position the foot against the vessel wall.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery via 6fr sheath using the preclose technique prior to an interventional procedure to insert an impella device in the heart. Reportedly, the needles of the proglide device were deployed, then the foot of the proglide device was closed and the proglide device was removed inadvertently from the patient anatomy prior to suture deployment. Two additional proglide devices were used for successful suture placement using the preclose technique. The interventional procedure was completed. Hemostasis was achieved using the pre-placed sutures from the two additional proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.